Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel was noted via remote transmission. Patient was asymptomatic. Recommended programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.